Event description:
It was reported that the customer was hospitalized due to low blood glucose of 42mg/dl. Troubleshooting was performed. It was stated that the customer was experiencing unexpected low blood glucose for the past 6 months. It was stated that the events leading to his admission was slurring words and could not raise his glucose level. The customer's most recent glucose reading was 87mg/dl, and he has treated with food and glucose tablets. It was stated that the mother has spoken to his doctor and stated that his basal rates are too high during night time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.